Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted an appearance of saline or contrast on the hub, consistent with preparation. The balloon was tightly folded. The yellow protective sheath was returned on the balloon and the stylet was returned advanced through the tip and guide wire lumen. An indeflator, filled with water, was used to prepare the balloon and air was observed in the syringe. During positive pressure, fluid was observed leaking at a pinhole within the balloon fold 1mm distal to the distal marker. There were no scratches visible. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity and rated burst pressure prior to release. In this case, returned analysis noted the protective sheath was returned over the balloon. An attempt was made to obtain further information from the account to see if the catheter was prepared for use with the sheath on the balloon; however, no information was available. Additionally, it is unknown if the balloon was soaked prior to preparation. It is possible the protective sheath was still covering the balloon during preparation and the balloon was not soaked, which may have contributed to the reported leak. It should be noted the voyager nc instructions for use states to slide the protective sheath off the balloon and submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated such that as the balloon was prepared for use, the balloon material tore and peeled, resulting in the noted tear in the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Due to the limited information available, a conclusive cause for the noted leak in the balloon could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that the dilatation catheter was sucking in air during preparation. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.